Manufacturer narrative:
A minor burn was noted inferior to the sternal incision during a 3 vessel coronary artery bypass, left carotid endarectomy and closure of a patent foramen ovale. The area was resected and the procedure continued without further incident. No additional treatment was provided. There was no serious injury. A frayed area on the wire of the cautery device was noted at the time of the incident which was not noted prior. This device is a component in a custom surgical pack and is manufactured by covidien. Covidien has been notified of this incident. As the manufacturer of the device, covidien will conduct an investigation and make the determination if any corrective action is indicated.

Event description:
The patient suffered a minor burn from the cautery device.